Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing chronic obstructive pulmonary disorder (copd), shortness of breath, asthma and pulmonary hypertension. Medical intervention was not specified. At this time, no further investigation can be performed. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing chronic obstructive pulmonary disorder (copd), shortness of breath, asthma and pulmonary hypertension. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was not observed. During the investigation, product investigation laboratory observed that the top enclosure screws were observed to be missing. An unknown contaminant was observed on the top enclosure and bottom enclosure. A dust-like contaminant was observed on the top enclosure, rear panel, bottom enclosure, inside the inlet of the blower box, on the blower, blower seal, and blower box. What appeared to be a dark, dried liquid substance was observed on the front panel. A keratin-like substance was observed on the blower box. What appeared to be an insect carcass was observed on the bottom enclosure. In box b: adverse event/product problem corrected as both and outcomes attributed to ae as other. In box d: device third party, device avail for eval, date returned has been updated. In box e: initial reporter details has been updated. In box g: report source - other has been updated. In box h: device evaluated by mfg, device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.